Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 105 mg/dl. Tandem technical support made multiple follow up attempts with the customer to confirm that a back up insulin therapy was obtained, however no response was received. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.